Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she is unable to rewind the insulin pump and doesn't know why she has to change her infusion set. Customer does not recall any significant events leading to the error. Troubleshooting was done for pump rewind however, customer did not have new batteries to install to further troubleshoot issues. She indicated that she will call back. Customer's blood glucose was 419 mg/dl at the time of incident. Customer was advised to monitor the device per doctor's instruction.